Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose level was 24 mg/dl at the time of incident. Customer's current blood glucose level was 314 mg/dl. Troubleshooting was done for low blood glucose. The customer was in the emergency room as a result of low blood glucose. Customer was wearing the pump at time of hospitalization. The product will not be return for analysis.